Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. Upon investigation the electrode belt failed incoming testing. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging the j703 connector on the distribution node pca. Additionally, the cable connecting ECG "a" and ECG "b" was pulled from the strain relief, breaking all wires. The root cause for the strained cable was emts cutting vest to perform resuscitation. Device manufacturer date: monitor: 01/03/2018, electrode belt: 12/05/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. The patient's daughter reported pressing the response buttons when it was alarming. The response buttons were pressed by the patient's daughter earlier in the detection sequence but not immediately prior to shock delivery. The response buttons functioned appropriately. It was reported that emt's attempted resuscitations by cutting wire from the lifevest, performing CPR, and externally defibrillating the patient.   It was also reported that the patient experienced an appropriate treatment event consisting of one shock. At 18:44:20 on (B)(6) 2020 the patient received an appropriate treatment. The patient's rhythm at the time of the treatment was ventricular tachycardia at 210 bpm (vt) and the post shock rhythm was sinus pause (7.43 seconds) that transitions to sinus bradycardia at 20-30 bpm with pvc's . The patient then entered a non-treatable rhythm at 18:54:34. The patient's arrhythmia was successfully converted to a slower rhythm as a result of the treatment event. The patient was in asystole with CPR/motion artifact. The rhythm then degrades to vt at 100 bpm, which is below the physicians threshold for vt at 150 bpm. The rhythm then further degrades to vt from 240 bpm to 280 bpm degrading to asystole. The patient was in vt above 150 bpm for 55 seconds before the rhythm degraded to asystole. Lastly, the patient was seen in asystole transitioning to an idioventricular rhythm at 60 bpm degrading to asystole from approximately 18:53:20 until the electrode belt was disconnected at 19:27:32 on (B)(6) 2020. The device properly detected vt, although the rates were not sustained above the prescribed rate threshold long enough for the lifevest to complete the treatment sequence. There is no indication that the lifevest caused or contributed to the patient death. The patient passed on (B)(6) 2020 at approximately 7:00pm.